Manufacturer narrative:
The customer performed controls daily which were acceptable. The customer¿s test strips were requested for return. There were no remaining strips so the product could not be returned for investigation. The customer's meter was returned for investigation where it was tested with retention strips and controls. Control ranges: level 1 1.7-3.3 mmol/l 30-60 mg/dl, level 2 14.5-19.6 mmol/l 261-353 mg/dl. Results: level 1 44, 45, 44 mg/dl, level 2 293, 285, 290 mg/dl. All results obtained with the returned meter were within an acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for one patient with accu-chek inform ii meter serial number (B)(4). The initial result at 21:58 was 506 mg/dl. The patient was retested 3 times at 21:58, 21:59, 22:00 with results of 305 mg/dl, 201 mg/dl, 172 mg/dl respectively.